Manufacturer narrative:
The subject device was returned to olympus europa (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was not duplicated, and also found that the camera cable was broken. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc considered that the reported phenomenon temporarily occurred by the failure of communication between the video processor and the subject device due to the temporary adhesion of the dust or dirt to the electrical contacts of the electrical connector. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the endoscopic image of the subject device could not be displayed on the monitor. The user replaced the subject device to another similar device to complete the intended procedure. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.